Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon was unable to clip; legs of the clips came out crossed. No patient consequences reported. Device was discarded.

Manufacturer narrative:
(B)(4).